Manufacturer narrative:
Batch review showed no deviations. No earlier complaints registered for this lot. Witness samples retained by the manufacturer showed no deviations. Examination of the returned product shows that the catheter tip is sharp and pinched. The root cause has not been established, but a plausible root cause is that during the packaging operation, the catheter did not fullt seat into the designated cavity of the mold. As a result, part of the catheter tip may remain outside and become compressed between the molding parts, leading to deformation. It was concluded that this was a isolated case sine only one catheter was reported affected. To prevent any future incidents, it was decided to increase the operators awarness by conducting a training.

Event description:
Product problem occurred outside us, in the republic of korea. User opened the primary packaging of the catheter and discovered the tip was pointed. Only one product was discovered with this problem and the user did not use the product. The user contacted the local distributor and informed about this product problem.

Manufacturer narrative:
Batch review showed no deviations. No earlier complaints registered for this lot. Witness samples retained by the manufacturer showed no deviations. We are trying to get the product back for investigation.

Event description:
Product problem occurred outside us, in the republic of korea. User opened the primary packaging of the catheter and discovered the tip was pointed. Only one product was discovered with this problem and the user did not use the product. The user contacted the local distributor and informed about this product problem.